Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient reports she last received stimulation and last recharged the ipg approximately two years ago. The patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Issue has been resolved.